Event description:
(B)(4). It was reported that post percutaneous coronary intervention, the patient experienced non st elevation myocardial infarction (nstemi) and stent thrombosis occurred. In (B)(6) 2013, the patient presented with stable angina (ccs classification) and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the saphenous vein graft to 1st obtuse marginal (svg to om1) with 90 % stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 20 mm pe plus stent, with 0 % residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with nstemi and was hospitalized on the same day. ECG indicated mild st depression with anterior (septal). Subsequently on the same day, elevated cardiac enzyme values were observed and event of nstemi was reported. Thrombosis of the study stent in the svg to om1 was noted. Additionally, stenosis located in proximal and distal right coronary artery (rca) was treated with balloon angioplasty and placement of 3.5 x 15 mm promus drug-eluting stent in proximal rca and 3.0 x 12 mm promus drug eluting stent in distal rca. On the same day, the event was considered as resolved. The patient was discharged on aspirin four days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event, the patient presented with a 2-week history of recurrent chest pain. Elevated troponin values were noted (peak troponin I =0.43 ng/ml, uln=0.10 ng/ml). In addition, medication was also given to treat the stent thrombosis. Patient was also on clopidogrel upon discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis in svg to om1 occurred and not in-stent restenosis as previously reported. The event was considered recovering/resolving and not resolved which was previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event term has been updated from stent thrombosis to in-stent restenosis and was considered recovering/resolving which was previously reported as resolved.